Event description:
Stent placement was attempted, but would not cross the lesion. While removing, the stent was stripped from the balloon on withdrawal from the coronary artery and was withdrawn into the rt common iliac artery. A stent retrieval was performed using a 25mm 190 cm snare inserted via an 8f sheath placed in the left common femoral artery and a 0.018 steel core wire. First the distal end of the guidewire was snared and withdrawn through the sheath, then the snare was re-advanced over the wire, then stent was snared and removed from the pt.